Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient experienced multiple power switching events involving both ports of the controller. The controller was exchanged with resolution of the issue. The ventricular assist device (vad) coordinator further reported that the patient refused to exchange of the batteries. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information indicates that (B)(4) have been previously reported under MDR regulatory report 3007042319-2017-03546. The controller was returned for evaluation. A review of the controller¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate <(><<)>error> and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient experienced multiple power switching events. The controller was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat047437 and bat510296. As a result, the reported event was confirmed. The most likely root cause of the reported power switching can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections between the controller and batteries and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.